Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Sales rep merete terp informs: "according to the surgeon the connector has been detached from the screw". More info to come after merete has spoken to the surgeon again.